Manufacturer narrative:
Investigation summary: with all the available information, boston scientific concludes that the reported allegations of inflation issues were confirmed through analysis. It is probable that the inflation issues were caused by the broken fabric threads in both cylinder proximal bodies. Technical analysis: the product was returned for analysis to our post market quality assurance laboratory. Visual examination identified both cylinders had wear at folds in the cylinder bodies, and broken fabric threads on the proximal side of the cylinders. Functional testing of the cylinders identified a hole in both cylinders in the proximal cylinder bodies, which is commonly observed to occur during the explant procedure. Labeling review: a review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. Device history record: the device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Investigation conclusion: based on the information available, a conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that the patient will undergo a revision procedure to revise this ambicor penile prosthesis (app) due to the patients inability to inflate the device. The app was explanted with no clinical consequences to the patient.

Manufacturer narrative:
Investigation summary: based on the information available, the cause that contributed to the reported inflation issue cannot be confirmed as the product is not available for analysis. Device history record: the device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Labeling review: a review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. Device technical analysis: the device is not available for analysis; therefore, no physical or visual analysis of the product could not be performed. Investigation conclusion: based on the information available, a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient will undergo a revision procedure to revise this ambicor penile prosthesis (app) due to the patients inability to inflate the device. The app remains implanted and active and the physician requested a revision procedure. The procedure has not yet been scheduled.